Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (42 mg/dl). Reportedly, the customer ate less food than intended and bolused for. Customer ate carbohydrates to address low bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.